Event description:
It was reported that a piece of the tibial/pelvic tracker which holds the battery broke off during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the battery compartment was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken battery compartment. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that a piece of the tibial/pelvic tracker which holds the battery broke off during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.